Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that there was an intermittent e70 (pt module fault (ptrdy or can bus failure). There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The vyaire medical factory service received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device did not duplicate the reported issue as the reported issue is related to the patient trigger module, and this part was not returned for evaluation.